Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had the green cap on patient line fall off the end of the tubing. This occurred during set up of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted the green pull ring cap dislodged from the patient luer adapter. The reported condition was verified. The cause of the condition was undetermined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.